Event description:
The clinician reports the implant was inserted (B)(6) 2005 in ada 2. On (B)(6) 2005, loss of osseointegration was verified. No product was returned to the manufacturer. At the event the patient experienced: mobility, increased sensitivity and hypersensitivity. No further patient complications were reported.